Event description:
A vaxcel chest port was therapeutically implanted in a female pt in 06. Two months later the catheter was found to have separated from the port septum. On that same date the port was removed from the pt and another device was successfully implanted. The facility's chielf of interventional radiology stated that it is possible that the physician who placed the device, did not fully advance the catheter far enough onto the port septum during implantation, which may have resulted in the separation. There was no indication from the complainant of any adverse effect on the pt as a result of the reported problem.